Event description:
Same case as MFR report#: 2134265-2010-00075. It was reported that prior to a rotational atherectomy procedure, the guide wire fractured. During plat forming of the burr outside of the patient the guide wire fractured. The procedure was successfully completed with another of the same device. The device had no contact with the patient. It was further reported the burr was being platformed at 140000rpm. No adverse patient consequence was reported with the patient's current condition listed as 'well and at home'.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR #: 2134265-2010-00075. It was reported that prior to rotational atherectomy procedure, the guide wire fractured. During plat forming of the burr outside of the pt, the guide wire fractured. The procedure was successfully completed with another of the same device. The device had no contact with pt.

Manufacturer narrative:
The device has not been received of analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch be filed. (B)(4).